Event description:
It was reported that during an open colon resection procedure, the device fired an incomplete staple line. The surgeon had to create a temporary ileostomy to complete the case with no patient consequence. The patient is doing fine and has been discharged.

Manufacturer narrative:
Information anticipated, but unavailable at this time.